Manufacturer narrative:
The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. Therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. Approximate age of device - 1 year, 2 months from the date the device was manufactured. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a review of the system controller log files, a motor stopped event was observed. The patient was asymptomatic. The log files were submitted to the manufacturer's technical support representative for review and it was confirmed that a motor stopped had occurred on approximately (B)(6) 2016. A total loss of external power was captured that appeared to have occurred while the system controller¿s white power lead was connected to battery power and the black power lead was connected to the power module patient cable. There were black power lead disconnected events associated with these events and the recorded voltages from the black power lead were less than 13.5 volts. This was an indication that there may be a fault with the patient cable. The power module patient cable was replaced. No subsequent reported events have been received.

Manufacturer narrative:
A relationship between the report of pump stoppage / total power loss event and the returned 14 volt power module patient cable (patient cable) was not confirmed based on the evaluation of the returned patient cable. The patient cable was subjected to functional testing with the use of a test power module, a test epc system controller, a test pump and a test system monitor. The test system operated as intended for the entire test period. The voltage provided to the test system controller via the test power module and returned patient cable was at the level of 14.1 volts to 14.3 volts for the entire test period. Further evaluation of the patient cable confirmed higher than normal resistance in the white and the black power leads. The observed resistance in the white and the black power leads did not affect the patient cable's ability to provide sufficient voltage to the test system controller and normal pump telemetry on the test system monitor. The evaluation and testing performed on the returned patient cable was not able to duplicate the report of pump stoppage / total power loss event. Although the patient cable revealed a minimal increase in total resistance, the patient cable still maintained normal functionality. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.